Manufacturer narrative:
(B)(4). Incision enlarged. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was removed and replaced during the same procedure. The report indicated that the incision was enlarged to remove the lens. The report indicated that ''faulty insertion by the doctor'' was the reason why the lens was removed and replaced.

Manufacturer narrative:
Operator of device should have checked health professional. Health professional should be no. Occupation should be location contact. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory for inspection. The returned lens had one (1) distorted haptic, debris and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.